Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-jan-26. It was reported that the pump started to beep. It had been three times that the patient¿s wife had heard it while the patient was asleep. The patient heard the alarm on (B)(6) 2017. It was reported that it sounded like bells with 10 rings. On (B)(6) 2017, the pump did it again, but beeped four times then paused and resumed the beep sounds again. There hadn¿t been any change in the patient¿s daily activity or changes to their device programming. The patient thought the battery was going low or the catheter was due for a change. The catheter had never been replaced in all three pump changes (last time was 2013). The patient had an appointment with the healthcare provider (hcp) and he said he¿ll do some more in depth procedure on (B)(6) 2017 to determine the problem. The issue had not been resolved and the alarm goes off when the patient least expects it too. The area on the pump and around the pump hurt most often. On a scale on 1 to 10, the patient would say between a 4 and 7. Additional information was received from a consumer on (B)(6) 2017. The patient went to see the hcp about two weeks ago ((B)(6) 2017). The patient went to the hcp to get a myelogram or something like that on his pump where they could put contrast into the needle and see the catheter. The patient stated he had three pumps and was told they checked the catheter when they changed out the pumps and everything was working fine and as expected. The patient stated the day before he went to see the hcp he heard dual alarming once. On (B)(6) 2017, the patient heard the dual alarm once. On (B)(6) 2017, the patient stated he only had one beep about ten minutes ago. The patient had the pump refilled on (B)(6) 2016; the patient was receiving 10.0 mg/ml morphine (infumorph) at a dose of 1 .501 mg/day. The patient was calling to update what he had heard regarding with the hcp to ignore when he heard the pump. The patient stated there was nothing in his house that would cause these sounds.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable pump for spinal pain. It was reported that the pump was alarming or beeping. The patient woke up on (B)(6) 2017 and hurt. The patient heard a very distinct sound of beeps. This had been going on for a month and a half. This was his third pump, so he was not new to any of this. The patient stated he was just calling to get this documented. The patient stated he thought the pump was malfunctioning or the battery was starting to go because it was only implanted in 2013. The patient went to see the healthcare provider (hcp) who refills his pump. The patient told the hcp what had happened and the hcp said that they had already checked the pump. The hcp told the patient he was only going to refill the pump and the patient would need to follow-up with a different hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.